Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of a 4.5 cm diameter abdominal aortic aneurysm. The proximal aortic neck measured 15-17 mm in diameter and 10 mm in length. The right common iliac artery measured 7mm in diameter and 33 mm in length. The left common iliac artery measured 8-7 mm in diameter and 45 mm in length. The right external iliac artery measured 4.5-4.6 mm in diameter and the left external iliac artery measured 5.3-5.4 mm in diameter. It was noted that the patient's abdominal aortic aneurysm was three times the size of their native aorta. The patient has narrow distal aorta and small iliac arteries. The proximal aortic neck was mildly angulated. The right iliac artery was mildly to moderately calcified. It was reported that the patient was admitted to the emergency room with paresthesia of the left leg. A cta scan was performed showed a thrombosed left iliac limb from the flow divider down. The left iliac stent graft was compressed and kinked. The patient received treatment the following day. The patient was taken to the operation room. A thrombectomy and stenting of the bilateral iliac arteries at the level of the distal aorta were successfully performed. Final angiogram done showed widely patent left limb stent graft. Event was resolved. Per the physician, the event was related to the device and the compression of the iliac limb stent graft was due to a small distal aorta measuring 17 by 10 mm in diameter. At the time of the index procedure, kissing balloon technique was used and the limbs had good flow shown on the final angiogram. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).